Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: voltages out of tolerance caused by defective electronic parts on mainboard. Faulty mainboard (B)(6). Correction: replace mainboard. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: original: vor einweisung bei start fehler 244019, system stinkt nach elektronik. Lässt sich nicht mehr starten. Monitor funktioniert auf anderer c6 ohne fehler. Translation with www.deepl.com: error 244019, system smells of electronics before instruction on starting. Can no longer be started. Monitor works on other c6 without error.

Event description:
The following was reported to hamilton medical ag: original: vor einweisung bei start fehler 244019, system stinkt nach elektronik. Lässt sich nicht mehr starten. Monitor funktioniert auf anderer c6 ohne fehler. Translation with www.deepl.com: error 244019, system smells of electronics before instruction on starting. Can no longer be started. Monitor works on other c6 without error.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: voltages out of tolerance caused by defective electronic parts on mainboard. Faulty mainboard msp160644. Correction: replace mainboard.